Event description:
It was reported the handpiece was activating intermittently or not at all when used with the device during a lap nissen. Both the handpiece and the device were swapped with another handpiece and device and the case was completed with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.